Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device was visually inspected upon receipt and was found to be in good condition, but it did not increases the temperature. It was stated that the device needed 2000 hours preventive maintenance. Per evaluation completed on (B)(6) 2021, biomed stated that the arctic sun device would not heat water.

Manufacturer narrative:
Per follow up information received, it has been determined that this event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the arctic sun device was visually inspected upon receipt and was found to be in good condition, but it did not increases the temperature. Stated that the device needed 2000 hours preventive maintenance. Per evaluation completed on 20apr2021, biomed stated that the arctic sun device would not heat water. Per follow up information received on 18mar2022, it was stated that the issue was resolved and biomed performed the 2000 hours preventive maintenance. There was no patient involvement.